Event description:
On 12/05/2014, the following was reported to arjohuntleigh: on (B)(6) 2014, a resident with dementia slipped out of a sara 3000 active lift. The caregiver did not report the incident for 8 days. On an unk date it was determined that the resident sustained a severe injury to the knee cap as a result of the fall. On (B)(6) 2014, the resident died from complications of the injury.

Manufacturer narrative:
(B)(4). Additional info will be provided following the conclusion of the investigation.(B)(4).